Event description:
It was reported by service report that the left side rail broken and the foot end jack leaking hydraulic fluid. It is unk if there was pt involvement or if there are adverse consequences to report.